Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs, however, no failure was identified. Additionally, a different issue was identified.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was between 216-420mg/dl. Reportedly the customer had an alternate pump for insulin therapy.